Manufacturer narrative:
Concomitant products: 4592-90 lead, implanted (B)(6) 2013.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, noise and undersensing. The lead was explanted and the sy stem was downgraded. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Analysis indicated that the distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.